Event description:
This lead was capped because it was showing signs of clavicular crush. The pt was in an auto accident last year and the impedance had been rising ever since. There are no adverse events reported for this pt. Should additional info become available, this file will be updated.